Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. After using the device for about twenty minutes, the handpiece stopped working. It was unplugged and replugged and would not restart. Another like device was used to complete the procedure. There were no adverse pt consequences.